Event description:
According to the reporter, on a laparoscopic appendectomy, when the surgeon inflated the balloon with the syringe, the balloon on the trocar had popped. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.